Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient (pt) reported to fresenius technical support (ts) that their cycler was alarming with the make sure heater bog (hb) is on heater tray (ht) message. The message occurred in fill 4 of 4. The message occurred several time today. The patient was connected during incident. One 3l hb (empty) with one 3l supply bag (sb) were connected, which was 25% full and laying with the white clamp open and the cone broken. The hb selected during setup was unknown, as the patient does not recall. The red clamp was open and the line was kinked. The hb cone was fully broken. The cycler has not been re-setup with new supplies. Fluid was discovered during fill 4 of 4. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from 3l sb. There were alarms/warnings prior and after to leak - make sure heater bag is on heater tray and the line is not clamped occurred prior to the patient finding the leak and after the fluid leak. The film on the back of the cassette is loose. Ts assisted the patient with cancelling treatment due to empty hb and active fluid leak. The patient will not re-setup the cycler tonight and will revert to manuals. Upon follow up, a clinic pdrn stated she spoke to the patient. The patient stated that they did have a leak in fill 4 of treatment. They found fluid on the top of the table. They could not determine where the fluid came from. The patient canceled treatment and performed a manual drain. The pdrn did not ask about the film on the back of the cassette or the availability of the samples for return. The patient is feeling well and is not presenting any symptoms. There was no patient serious injury or medical intervention required as a result of this event.

Event description:
A peritoneal dialysis patient (pt) reported to fresenius technical support (ts) that their cycler was alarming with the make sure heater bog (hb) is on heater tray (ht) message. The message occurred in fill 4 of 4. The message occurred several time today. The patient was connected during incident. One 3l hb (empty) with one 3l supply bag (sb) were connected, which was 25% full and laying with the white clamp open and the cone broken. The hb selected during setup was unknown, as the patient does not recall. The red clamp was open and the line was kinked. The hb cone was fully broken. The cycler has not been re-setup with new supplies. Fluid was discovered during fill 4 of 4. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from 3l sb. There were alarms/warnings prior and after to leak - make sure heater bag is on heater tray and the line is not clamped occurred prior to the patient finding the leak and after the fluid leak. The film on the back of the cassette is loose. Ts assisted the patient with cancelling treatment due to empty hb and active fluid leak. The patient will not re-setup the cycler tonight and will revert to manuals. Upon follow up, a clinic pdrn stated she spoke to the patient. The patient stated that they did have a leak in fill 4 of treatment. They found fluid on the top of the table. They could not determine where the fluid came from. The patient canceled treatment and performed a manual drain. The pdrn did not ask about the film on the back of the cassette or the availability of the samples for return. The patient is feeling well and is not presenting any symptoms. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.